Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor communication with recharging, and since the implantable neurostimulator (ins) was implanted, it was inconvenient to charge. It took 8-9 hours to charge and it was difficult. The patient stated that she hadn¿t used the device/hasn¿t worked in a long time and wanted to have her ins replaced with a primary cell device. It was noted that the patient's other health issues made it hard for her to sit still and charge. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss possible overdischarge and/or ins replacement. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.